Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt was unable to complete a baseline. The cause for the failure was isolated to an open pulse wire in the cable between ECG a and front te". \the root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was unable to be baselined.